Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a date. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd" minimed infusion set was defective and delivered too much insulin to the patient. This caused severe hypoglycemia, diabetic coma, and seizures which resulted in the patient's death. The following information was provided by the initial reporter: material no: unknown (reported g670) serial no: unknown ((B)(4)). It was reported that the patient received a large quantity of insulin, which resulted in severe hypoglycemia, diabetic coma, seizures and physical injurious resulting in an untimely death. Event description per legal summons states: from page 5: "on or about (B)(6) 2018, (pt name redacted) went into hypoglycemic shock and was found unresponsive by his family. There were no alarms emanating from medtronic insulin pump to alert to a low or high reading. (Pt name redacted) was transferred by ambulance to (B)(6) hospital, where pursuant to emt run report, (pt name redacted) blood sugar level read 84. However, the subject pump read 41. Levels were 100 in the emergency department. (Pump defectively administered too much insulin, wherein (pt name redacted) was in a state of hypoglycemia when the medtronic insulin pump reported his high level as normal." From page 9: "as a result of the defective minimed infusion sets, (pt name redacted), received a large quantity of insulin, which resulted in severe hypoglycemia, diabetic coma, seizures and physical injurious resulting in his untimely death."

Event description:
It was reported that unspecified bd¿ minimed infusion set was defective and delivered too much insulin to the patient. This caused severe hypoglycemia, diabetic coma, and seizures which resulted in the patient's death. The following information was provided by the initial reporter: material no: unknown (reported g670) serial no: unknown ((B)(6)). It was reported that the patient received a large quantity of insulin, which resulted in severe hypoglycemia, diabetic coma, seizures and physical injurious resulting in an untimely death. Event description per legal summons states: from page 5: "on or about (B)(6) 2018, (pt name redacted) went into hypoglycemic shock and was found unresponsive by his family. There were no alarms emanating from medtronic insulin pump to alert to a low or high reading. (Pt name redacted) was transferred by ambulance to (B)(6) hospital, where pursuant to emt run report, (pt name redacted) blood sugar level read 84. However, the subject pump read 41. Levels were 100 in the emergency department. (Pump defectively administered too much insulin, wherein (pt name redacted) was in a state of hypoglycemia when the medtronic insulin pump reported his high level as normal." From page 9: "as a result of the defective minimed infusion sets, (pt name redacted), received a large quantity of insulin, which resulted in severe hypoglycemia, diabetic coma, seizures and physical injurious resulting in his untimely death."

Manufacturer narrative:
H.6. Investigation: no samples were returned for investigation, therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.